Manufacturer narrative:
(B)(4). Device quantity reported was one, and no actual device was returned. From pictures submitted by the customer, it was observed two et tubes. The cuff from these tubes are submerged in water bowl and some bubbles are observed on water. Clarification of the photos was requested. No customer response received at the time of this report. Part number reported is not being manufactured currently. Another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" conducted as follows: samples were taken from the current production. The cuff from the samples were inflated and left for four hours. Samples were then checked to verify if any leak was present. All samples were still fully inflated. Defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect and determine a root cause.

Event description:
Customer complaint alleges "doctor in the ICU dept found the cuff was leakage after insertion, patient was observed with low blood oxygen, then doctor changed for new tube for the treatment." There was no report of patient injury.